Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post-op a laparoscopic gastric bypass procedure, the patient returned for a leak. During the procedure, there was no issue with the staple line or staple formation. Everything looked fine, the night of the procedure, the patient developed blood discharge anally. A gi was performed and a leak was located in the distal end of the anastomosis. The patient was given two units of blood. The leak corrected itself. The patient is currently okay. The device was discarded.